Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the MRI system. This event is considered to be a use error. Device evaluated by MFR: known inherent risk of an mr system.

Event description:
Assistant doctor moved a magnetic aspirator into rf room. This aspirator was attracted to the mr system. The anesthetist's leg was between the aspirator and the mr system, which resulted in a broken leg.